Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly presented with slight erythema and crusting. The recipient has reportedly healed. The recipients affected ear will be reimplanted on a later date. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing skin flap breakdown due to a thin skin flap. Several attempts to reposition the device were made, however, were unsuccessful. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient reportedly experienced a (B)(6) infection. On (B)(6) 2016, the recipient was prescribed amoxicillin and bactroban ointment for 7 days. On (B)(6) 2017, the recipient was hospitalized and underwent a skin flap repair due to device extrusion. On (B)(6) 2017, the recipient was hospitalized once again and underwent another skin flap repair due to device extrusion. The recipient is healing. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient reportedly experienced device extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device in the contralateral ear.